Event description:
A caller reported that the pump's quick bolus or wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support advised the caller to ensure that the pump was not connected to a power source and to use their finger to press the button firmly. Despite the button being hard to press, the pump display successfully turned on multiple times, and the caller confirmed the button was functioning as intended.